Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was patient reported they were unable to connect to the patient therapy app "where" they can check if their therapy "was" on and make adjustment. Patient said they were getting communicator not found. Patient said the issue started 2 days ago. During the call, agent had the patient turn on the communicator, and close all app on the handheld device and connect to the patient therapy app. Agent had the patient enter the sn manually when prompted, however the patient said they got communicator not found message. Agent had the patient reset the communicator, and had the patient connect to the patient therapy app and the patient confirmed they were able to connect and it brings them to the therapy screen. Patient ask how they can adjust their therapy. Patient said they were at group c but there was only one program showing and there should be more. Agent reviewed with the patient how they can increase and decrease the program on the group and there were different groups that they select from not only group c. Patient changed to other groups and they said they now understa nd how it works and they were happy. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.